Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with an unspecified telemetry anomaly exhibited by the implantable cardioverter defibrillator. The patient was stable. Further information was requested but not received.